Manufacturer narrative:
Concomitant medical products: product ID: 694765 lead, implanted:(B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a system bacteria infection. The device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.